Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel when removing the shield.

Manufacturer narrative:
H.6. Investigation: customer returned images of a syringe with a polybag for 0.3ml, 30 gauge, 8mm syringes from lot 0286309. The syringe featured in these images has had its needle shield and hub separate from the barrel of the syringe. No other damage to the syringe was found. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a needle hub separation. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel when removing the shield.